Event description:
It was reported that the patient complained of -palpitations- consistent with diaphragmatic stimulation. The device was reprogrammed and symptoms improved. The patient still experienced diaphragmatic stimulation in certain positions, and would be monitored.